Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received in good visual condition and with a reload unfired loaded in the device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and firing trigger teeth were found broken. The damage to the firing mechanism caused the firing trigger to jam closed, preventing the closing trigger to return to its home position. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, customer complains that the device didn't apply the clips. Operation was carried out with a different device. There were no adverse consequences for the patient. Device is being retained legal. (B)(4)